Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch ultrasmart meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿1st and 2nd week in (B)(6).¿ the patient manages his diabetes with insulin ¿humalog and lantus¿ on ¿(B)(6) 2015, 9:00pm¿ the patient stated that he increased a dose of insulin in response to his regular diabetes management routine as a result of the error message appearing. The patient stated that ¿within 5 minutes¿ after the error message appeared he ¿passed out¿. In the ¿second week of (B)(6) at 11am¿ the patient was hospitalized and treated with food and/or drink by an health care professional (hcp). A reading of 47mg/dl was obtained on the hospital meter. At the time of troubleshooting the cca noted that during a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.